Manufacturer narrative:
There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Product analysis could not confirm if the failure contributed to the reportable event as the customer did not return a sample. Without a sample or further description from the customer, a root cause could not be determined. Potential root causes could include a burr on the folding paddle/fingers that could have snagged the gauze or by improper use of the product by the customer. The product is designed for use in the folded 4 x 4, 16 ply configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for loose threads during production. The lot met all defined acceptance requirements and was released. This information will be utilized for trending purposes to de termine the need for corrective actions. The device history record (DHR) for all machines that run this code were updated to require the inspection for loose threads in addition to the inspection at the wip level. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/07/2017. Additional information received from the customer on 02/06/2017.

Event description:
It was reported to covidien on 01/09/2017 that an issue occurred with a gauze. The customer reported the x-ray gauze is frayed. Issue was found during a surgical procedure on an open wound. The product was unfolded or unrolled. No product fell into the patient. No injury to the patient, no medical intervention required.

Manufacturer narrative:
Submit date: 01/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a gauze. The customer reported the x-ray gauze is frayed.